Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with calibrating the code on her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2013. It is not clear how the patient manages her diabetes. It is not known if the patient made changes to her usual dose of medications; however, that same evening, the patient took more food and/ or drink. About a week after the start of the alleged issue, the patient claimed she felt symptoms of sweating, headache and confusion. The patient denied receiving medical treatment. At the time of troubleshooting, the cca walked the patient through correctly coding the subject meter to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.